Manufacturer narrative:
Evaluation conclusion: the device has been discarded by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician, the metal band was missing from the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.